Manufacturer narrative:
A ge rep evaluated the system and replaced a video cable. The system operates as intended.

Event description:
The customer reported the system would not display an image on the monitors. No pt injury was reported.